Event description:
The patient¿s program was set to 5 seconds on/10 seconds off. On friday, the patient noticed it was on all the time. She would like to have it back to how it was set, back to the original program. She was currently on program d but did not know what she was on previously. Additional information has been requested.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).